Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that her keys don't respond right away and are difficult to push. Buttons have been sticking for about two weeks. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. Customer also mentioned that she was in a car accident on (B)(6) 2014. Customer rear-ended another car. Customer had a low blood glucose level of 25 mg/dl at the time. Customer stated that the drive support cap was protruded. Customer treated with glucose in a form of a tub. Customer has always had low blood glucose levels and didn't think it was unusual. Customer was admitted as an inpatient for medical treatment. Customer checked her blood glucose level the other day and it was 27 mg/dl. Customer was checked by the ambulance. Customer did not want to blame the pump. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Unable to perform functional testing or confirm keypad anomaly due to blank display. The insulin pump has cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during our visual inspection.